Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in response to the safety notification of possible temporary vent blockage, and stated that insulin from the transfer guard leaked while filling. No further information was provided.